Event description:
It was reported by service report that the brakes are not holding on the foot end of the stretcher and sliding/rolling when pressure is applied to the stretcher from the side of the unit. No pt involvement or adverse consequences are reported.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 154 mg/dl (strip lot 551360) and 342 mg/dl (strip lot 551277). Readings were taken with different lots of strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).